Event description:
It was reported that the ilet pump sleep/wake button became progressively unresponsive and failed to activate the device on multiple attempts, with the user eventually powering on the pump after approximately six tries; a video demonstrating the nonresponsive wake button was provided, and a replacement device was arranged. Symptoms included no device vibrations and inability to wake the device, with no reported adverse clinical effects. Outcomes included interruption of normal device operation necessitating device replacement and return of the original unit. Investigation included remote technical assessment and verification of device function through user-provided evidence and standard replacement logistics. Investigation of this case revealed a malfunction of the user interface control associated with the power/wake function consistent with a hardware button failure of the pump enclosure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake button mechanism.

Manufacturer narrative:
Initial.